Manufacturer narrative:
(B)(4). An actual sample was returned for investigation from complaint description, it was reported that catheter could not be deflated. Visual examination on the catheter observed that approximately of 2ml of water still left inside the balloon. Besides that, no any other defect was noticed on the returned sample. There was no sign of kinking, clamp mark or collapse lumen observed throughout the shaft. Next, catheter was then inflated with another 8ml of water using a 12ml luer tip syringe. The balloon inflated without any difficulties faced. No latex particle or other foreign particle seen within both balloon. The inflation eye was normal and no collapse of the inflation lumen observed. Leaving the inflated balloon for 30 minutes showed no sign of leak on any part of the catheter' deflation of the balloon by connecting empty luer tip syringe barrel to the valve was smooth, spontaneous and complete. Repeat of inflation and deflation using the attached syringe gave similar observation with no problem experienced. Other remarks: then, the sample had been partially cut along the shaft to observe the inflation airline condition and observation on the each of the cut did not find any defect which can lead to non-deflation failure. Catheter was partially cut along the shaft. Closer look on the cutting part randomly taken using digital microscope and no defect observed. Based on the analysis carried out on the returned sample, the catheter was fully functional upon inflation test conducted. The balloon was able to inflate and deflate without any problem. There was no leakage found on the catheter. Since there was no product dis-functionality issue observed based on reported failure, therefore this complaint could not be confirmed.

Event description:
It was reported that the catheter was inserted peri-operative into the patient and she came to our unit post-surgery. On the second day the rn could not take away the water using a syringe. A second rn tried to pull out the water unsuccessfully. They tugged with a little force in the catheter and pulled it out. Once it was out the catheter showed a defect in the balloon, inflated more on one side. The nurse tried to pull the water out and instill some water in but had resistance. It seems like there was air in the balloon and not water. There was no reported patient injury.

Manufacturer narrative:
(B(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No sample was returned for analysis. Therefore, investigation was based on current production samples which are same type and same size with the complaint device. From complaint description, it was reported that catheter could be deflated. Based on the investigation conducted, the balloons could inflate and deflate without any abnormalities observed or difficulties faced. There were no products functionality issues observed based on production samples. In current manufacturing process, all foley catheters undergo 100% inspection, inflation, deflation and 30 minutes leak test prior to packaging. Any defective product will be culled out during this process. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the catheter was inserted peri-operative into the patient and she came to our unit post-surgery. On the second day the rn could not take away the water using a syringe. A second rn tried to pull out the water unsuccessfully. They tugged with a little force in the catheter and pulled it out. Once it was out the catheter showed a defect in the balloon, inflated more on one side. The nurse tried to pull the water out and instill some water in but had resistance. It seems like there was air in the balloon and not water. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter was inserted peri-operative into the patient and she came to our unit post-surgery. On the second day, the rn could not take away the water using a syringe. A second rn tried to pull out the water unsuccessfully. They tugged with a little force in the catheter and pulled it out. Once it was out the catheter showed a defect in the balloon, inflated more on one side. The nurse tried to pull the water out and instill some water in but had resistance. It seems like there was air in the balloon and not water. There was no reported patient injury.